Event description:
Additional information received from a healthcare provider via a clinical study reported that, on (B)(6) 2020, the patient was still waiting to be schedule but was feeling great.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(6), implanted: (B)(6) 2014, product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. It was reported that the patient would give himself boluses and it would take a while for him to feel any relief, like it was sluggish. A failed catheter dye study occurred on (B)(6) 2020; they were unable to aspirate. The pump was decreased, and the patient could tell but there was no ¿huge¿ withdrawal. It was noted that there were no reported environmental/external/patient factors that may have led or contributed to the issue. The pump and complete catheter were explanted and replaced on (B)(6) 2020. When they replaced the pump and catheter, there was tissue found in the sutureless connector. There was also a kink in the catheter proximal to the anchor. When freeing this up, the catheter fractured off at the kink. The patient was without injury regarding their status as of (B)(6) 2020. The issue was resolved. The catheter was to be returned to the manufacturer for analysis. As of (B)(6) 2020 the patient¿s height was 75 inches and their weight were 305 pounds; bmi was 381.2. As of (B)(6) 2020 the pump administered the following medications: fentanyl (concentration: 2000 mcg/day, dose rate: 400.0 mcg/day), bupivacaine (concentration: 18.2 mg/ml, dose rate: 3.640 mg/day),and hydromorphone (concentration: 0.9 mg/ml, dose rate: 0.18002 mg/day). The patient¿s concomitant medications included: aspirin (81 mg delayed release, 1 t ablet orally every day), atomoxetine (60 mg, on capsule orally every day in the morning) buspirone (10 mg, 2 tablets orally 2 times daily), carvedilol (12.5 mg). Flonase (50 mcg, inhale one spray intranasal every day in each nostril), hydrocodone (10 mg, 1 tablet orally every 8 to 12 hours), lasix (1 tablet orally every day as needed), proair hfa (90 mcg, inhale 2 puffs every 4 to 6 hours as needed), singular (1 tablet orally every day in the evening), and zoloft 50 mg, 1 tablet every day). The patient¿s allergies included amoxicillin trihydrate (rash), bupropion hcl (headache), cefazolin sodium (edema), cephalexin monohydrate (rash), and potassium clavulanate (rash). Additional information was received on (B)(6) 2020 from a healthcare provider via a clinical study. The event had resolved without sequela as of (B)(6) 2020.

Manufacturer narrative:
Concomitant medical product: product ID 8780 serial# (b(6), implanted: (B)(6) 2014 explanted: (B)(6) 2020 product type catheter h6 update: the previously applied patient code (B)(6) is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2020-sep-24. It was reported that the patient was scheduled for surgery on (B)(6) 2020.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly (tears in the seal of the sutureless connector; no leak seen in lab and no leak allegation). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg for a total dose of 900.32971 mcg/day, bupivacaine 18.2 mg for a total dose of 8.193 mg/day, and hydromorphone 0.9 mg for a total dose of 0.40515 mg/day via an implantable pump. It was reported on (B)(6) 2020 the patient presented for a catheter dye study for 9 month elective replacement indicator (eri). The catheter dye study failed and revealed a catheter occlusion. No action was taken. The outcome of the event was noted as ongoing. The device diagnosis was catheter occlusion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2020. No further complications were reported.